Event description:
It was reported to philips that the device gave a remote alert indicating the image processing computer's disk bay board was degraded, which can impact imaging. The device was in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the ippc image disk space is low. Fse reviewed the system log file onsite and found disk error. Fse replaced the hard disk. After replacing the hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.